Event description:
A user facility returned the evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the area between the z-block and distal end and the light guide lens adhesive contained brownish foreign material, which was most likely traces that remained from previous procedures and/or corrosion. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the distal end was shaved and there was discoloration around the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
H10: additional information including reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the distal end and lg-lens glue could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.